Event description:
Customer reported the system would fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened a loose connector on the power supply. System operates as intended. This MDR is related to ge healthcare.